Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence, and the device was cycling correctly but not completely coapting. The device was examined under fluoroscopy and determined to be inappropriately sized due to urethral atrophy. The physician feels that the cuff size was correct when initially placed, however, the cuff, balloon and pump were removed and replaced. No additional patient complications were reported.